Event description:
Six and one-half inch curved forceps used to spread skin incision in preparation for chest tube insertion. Serrated tip of forceps broke below hinge point. No adverse outcome to pt. This report is based on preliminary info received by rptr's facility which did not have the opportunity to investigate for verify prior to the reporting date. The facility has not conclusively determined the cause of this event.